Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The customer's blood glucose reading was unknown. She could not recall any significant events leading to the alarm. The customer's mother was advised to revert to a back-up plan and that the pump would be replaced. The customer declined to return the product for analysis.